Manufacturer narrative:
Haemonetics was not made aware of this incident until january 9 2018. It was reported that (B)(6) had a donor fatality incident on (B)(6) 2015. Since this incident was not reported to haemonetics initially, a field service engineer was not dispatched to evaluate the device in response to the donor fatality. It is assumed that the device was not immediately removed from service by (B)(6). Haemonetics has not received any additional complaints against the serial number of this device, therefore it can be assumed that the machine was used and completed donation procedures without an adverse experience reported. The pcs2 device serial (B)(4) was evaluated by haemonetics staff on august 15 2017 during a routine preventative maintenance activity, no issues were observed at the time and the pcs2 was found to be operating within specifications. After haemonetics was notified of this incident, the device was evaluated again january 17 2018, and there were no issues observed on the device, the pcs2 is operating within specifications. Upon review of the available information, haemonetics has determined that there is not enough clinical evidence to indicate that haemonetics products may have caused or contributed to the post-donation fatality.

Event description:
On january 9, 2018 haemonetics received a report from (B)(6) detailing a donor fatality that occurred on (B)(6) 2015. The customer reported that the donor had successfully completed a plasma donation, and was later found to be unresponsive in the parking lot later that afternoon some hours after the donation. On (B)(6) 2015 the donor answered all the pre-donation health history questions and indicated that they were feeling healthy and well. There were no flags or comments on the questionnaire. Based upon employee statements from (B)(6), the donor was found with blood on the back of his head. CPR was performed prior to ems arriving. Ems established an IV an intubated the donor. A series of injections were administered (including epinephrine and amiodarone) and shock from the AED device was used multiple times with increasing joules. Ems worked on the donor approximately 30 minutes until a pulse was felt, then the donor was transported to the closest hospital at (B)(6) hospital in (B)(6).